Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. Dilatation was performed three times with a 10mmx3.50mm flextome¿ cutting balloon¿. Dilatation was performed initially at 8atm and then at 10atm. However, during the third dilatation, it was noted that the balloon ruptured at 12atm. The device was removed from the patient's body by simply pulling it out. The procedure was completed with another of the same device. No patient complications reported and patient's status was good.